Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent thrombosis occurred as per adjudication.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11026 and 2134265-2016-11027. It was reported that the patient died. In (B)(6) 2012, the patient presented due to unstable angina and coronary angiography was performed. The target lesion was a de novo lesion located in the proximal right coronary artery (rca) extending up to the distal rca with 100% stenosis and was 110mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilatation and placement of a 2.50x38mm, 2.75x38mm and 3.5x38mm promus element¿ plus drug-eluting stents in overlapping manner. Following post-dilatation, residual stenosis was 25%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient expired. The cause of death was unknown.